Manufacturer narrative:
A1: the full identifier for this report is (B)(4). A2, a3, a4 and a5: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: a beckman coulter laboratory solution specialist (lss) was dispatched to the customer's site. The patient sample was sent to roche platform and abbott platforms for testing, hstni results were negative. An interference testing, using different blockers, was then carried out on access platform. The blockers used in the interference testing consist of polymak 33, hbr-1, goat, mouse, rabbit, sheep and bovine iggs which are animal derived antibodies. A pool of blockers related to alkaline phosphatase (ap mutein, scavenger alp) was also tested.interference antibodies interaction are listed in the limitations section of the hstni instructions for use (IFU). This interference testing demonstrated the presence of interfering substances since the addition of pool of blockers related to alkaline phosphatase significantly lowered the signal. Per the access hstni instructions for use (IFU), document part number c18722 g available on the beckman coulter website:"for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce human anti-animal antibodies, e.g. Hama, that interfere with immunoassays. Additionally, other antibodies such as human anti-goat antibodies may be present in-patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies.other potential interferences in the patient sample could be present and may cause erroneous results in immunoassays. Some examples that have been documented in literature include rheumatoid factor, endogenous alkaline phosphatase, fibrin, and proteins capable of binding to alkaline phosphatase. Carefully evaluate the results of patients suspected of having these types of interferences." The local team followed up the issue and communicated with the customer about the interference experiment result. In conclusion, the investigation demonstrated that interference related to alkaline-phosphatase, is the cause of the falsely elevated hstni results. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event. Note: no access hstni reagent lot number was provided: no UDI, no expiration or manufacturing dates could be provided (section d4) and for section h4: the device manufacture date is related to the analyzer as no information related to the reagent was provided.

Event description:
Customer reported obtaining one false high access hstni (access high sensitivity troponin I, part number b52699) patient result on their dxi 800 analyzer (serial number (sn) (B)(6)). On the morning of (B)(6), the customer reported they got a patient from health management center showed hstni result was > 0.5 ng/ml, which was a critical value. On the afternoon of (B)(6), the patient went to the emergency department for diagnosis, the poct (point-of-care testing) showed hstni result was negative, the patient ckmb and myo results were normal, and the patient had no abnormal symptoms. On the afternoon of (B)(6), the customer retested the initial sample, retested result was 0.494 ng/ml which was high and consistent with hstni result in the morning. The customer also retested the initial result on mindray platform, the hstni result was 0.015 ng/ml which met the reference range (<0.031 ng/ml). On (B)(6), the patient was hospitalized due to elevated hstni result. On (B)(6), the patient was redrawn and the hstni result was 0.44 ng/ml which was high, the patient electrocardiogram also showed persistent st-t changes, then the patient undergone a coronary angiography and no myocardial infarction was found. No hardware error messages or issues with other assays were reported in connection with the event. System performance indicators such as the qc (quality control) at the time of event was passed with laboratory's established requirement. No issues with sample integrity were reported by the customer. There was no evidence to suggest carryover as the customer did not report running a sample of high troponin concentration prior to the questioned result. A beckman coulter lss (laboratory solution specialist) was dispatched to customer site.